Event description:
The customer reported a leak coming from the coulter lh 780 hematology analyzer. The leak appeared to be diluent and cleaner, was less than fifty milliliters in volume, was not contained within the instrument, and had spilled onto the counter. The origin of the leak could not be identified by the customer. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was not dispatched to the site for this event as the customer cancelled the service call. The customer resolved the issue. The customer found that the tubing connected to the bsv (blood sampling valve) had detached. The customer was able to reconnect the tubing. The instrument was returned into service after completion of repairs. The failure mode of this event was detachment of specific instrument tubing. Though no erroneous results were generated for this event, this specific failure mode, upon recur, has the potential to cause discrepant results. (B)(4).